Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via right axillary subclavian vascular access in a 70-year-old male for the treatment of heart failure with cardiogenic shock and cardiomyopathy. The patient had a history of acute decompensated chronic ischemic cardiomyopathy, diabetes mellitus, and renal insufficiency and was receiving inotropes and vasopressors. During support, a placement signal unreliable alarm with loss of waveform visualization was reported. The provider assessed the system and confirmed the cable was properly connected to the automated impella controller and that no kinks or twists were present. It was explained that the fiber optic sensor was no longer functioning, and therefore device position could not be monitored via placement signal. Pulsatile motor current was noted, indicating the inlet was within the left ventricle and the outlet within the aorta; however, echocardiographic imaging was recommended to assess precise device position. Guidance was provided regarding disabling the audible alarm for this condition. The patient subsequently experienced hemodynamic instability. Despite ongoing advanced medical therapy, the patient¿s clinical condition deteriorated, and the patient expired. Death is reported based on patient outcome. The patient¿s severe underlying cardiac disease, cardiogenic shock, hemodynamic instability, comorbid conditions, and reliance on vasoactive support may have caused or contributed to the clinical deterioration.

Manufacturer narrative:
Updated information: d4 catalog number corrected. H6 investigation type removed b13. H6 component code changed from g04105 to g07003. The investigation for the placement signal issue has been completed. Since data logs were not available for the reported date of the psnr alarms and product wasn't returned for investigation, the cause of the placement signal issue could not be determined. The investigation for the hemodynamic instability has been completed. The cause of the injury was not determined due to insufficient clinical details.